Event description:
(B)(4). I got the essure in (B)(6) 2007 and since I was getting skin rashes, digestive health issues, bowel issues, heavy clotting periods, extreme pain, pain during intercourse, fatigue, constant brain fog.